Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that patient had surgery on (B)(6) 2016 and presented with diffuse lamellar keratitis +3 on right eye only 1/day post treatment. Patient was treated with topical steroids and no flap lift was needed. A week later dlk was 50 percent gone, according to the surgeon. Patient continue treatment with steroids.